Event description:
The customer reported that the system would not emit fluoroscopic x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The open terminal in the interconnect cable was soldered. The high voltage cables were checked and the tube was worked on. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.